Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The reporter alleged that the power issue with the meter started at 5am on (B)(6) 2016. The patient manages her diabetes with diet; the reporter also indicated that the patient (her daughter) has a ¿metabolic disorder.¿ the reporter claimed that between (B)(6), the patient consumed ¿less food/drink.¿ the reporter indicated that the evening that the alleged issue started, the patient developed symptoms of ¿ketones in urine¿ and was ¿sick¿. The reporter also indicated that the patient had medical intervention from a home health/visiting nurse of ¿tube feeding.¿ the reporter denied that the patient had used any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter powered on with a button press. The cca established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner¿s manual. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to check her blood glucose and reportedly developed symptoms suggestive of severe hyperglycemia, after the alleged power issue began.